Event description:
Additional information indicated that the pacemaker was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had eroded through the skin. The physician wanted to remove the entire system and replaced it with another. Also, the patient lost a lot of weight and the device became more apparent, thus the device began eroding. Additional information indicated that the patient is scheduled for a device replacement. As of this time, the device remains in service. No additional adverse patient effects were reported.